Event description:
Raney clip gun malfunction. Clips were falling out and not functioning as intended. Unknown if they were the original clips that came with the gun or if they were reloads. Only 1 of the 6 cassettes didn't work properly. No harm done to the pt.